Event description:
The report received from the field states that after successful angioplasty of a restenosis of a smart stent, the savvy balloon became stuck in the iliac artery. When the physician began pulling the shaft, it separated in the sheath. The patient is a female (age unknown). The original target lesion was the right external iliac. The physician placed a 4f 12cm sheath from st jude medical in the left groin. He advanced a sv-5 wire across the lesion. The 6 x 4 savvy balloon was opened and prepped according to the IFU. The physician then advanced the balloon over the wire (bare backed) through the 4f sheath. He chose not to use a cross over sheath. He inflated the balloon to 7atm for 1 minute. The balloon was removed and a larger balloon (sterling) was used for the same lesion. The lesion, upon angiography, was successfully treated. Then the physician decided to use the savvy again for left iliac angioplasty of a greater than 50% restenosis of a previously implanted smart stent (cat and lot unknown) which was placed in (B)(6) 2011. After successful angioplasty of the left iliac stent, the physician began to remove the balloon but it became stuck in the iliac artery. When the physician felt the resistance and he began pulling the shaft of the savvy until it separated. The shaft was slowly pulled back and came out of the sheath easily. When the sheath was removed the physician achieved hemostasis and the patient was sent to cath lab holding. Upon inspection of the sheath it was noted that part of the shaft of the balloon was in the sheath, but the balloon was free outside the sheath. Fortunately there was no harm to the patient.

Manufacturer narrative:
The report received from the field states that after successful angioplasty of a restenosed smart stent, the savvy balloon became stuck in the iliac artery. When the physician began pulling the shaft, it separated in the sheath. The patient is a female (age unknown). The patient's medical history and vessel lesion characteristics are unknown. The original target lesion was the right external iliac. The physician placed a 4f 12cm sheath from st. Jude medical in the left groin. He advanced a sv-5 wire across the lesion. The 6 x 4 savvy balloon was opened and prepped according to the IFU. The physician then advanced the balloon over the wire (bare backed) through the 4f sheath. He chose not to use a cross over sheath. He inflated the balloon to 7atm for 1 minute. The balloon was removed and a larger balloon (sterling) was used for the same lesion. The lesion, upon angiography, was successfully treated. Then the physician decided to use the savvy again for left iliac angioplasty of a greater than 50% restenosis of a previously implanted smart stent (cat and lot unknown) which was placed in (B)(6) 2011. After successful angioplasty of the left iliac stent the physician began to remove the balloon but it became stuck in the iliac artery. When the physician felt the resistance and he began pulling the shaft of the savvy until it separated. The shaft was slowly pulled back and came out sheath easily. When the sheath was removed the physician achieved hemostasis and the patient was sent to cath lab holding. Upon inspection of the sheath it was noted that part of the shaft of the balloon was in the sheath, but the balloon was free outside the sheath. There was no report of patient injury and the device was returned for evaluation. One non sterile catheter 6.0mm x 4.0cm 120cm was received coiled inside a plastic bag .the returned device was received in three parts. Residues of blood were noted in the gw lumen. The balloon appears as if it was inflated and deflated. The inner body (blue tubing) was found elongated in some sections and it was found ripped out in three parts as follows: first part of ib was ripped out at 3.9cm from tip, second part of ib was ripped out at 90.5cm from the strain relief and the last part of ib ripped out measured 42.7cm. The outer body (no color tubing) was elongated, ripped out and presents according condition near to the separation area, ob was ripped out at 117.4cm from the strain relief. No other anomalies were observed in the returned device. See picture in the attachment section. The balloon profile, od proximal balloon seal and balloon leak test analyses were not performed due to the unit's conditions. The assessment performed in the maxi/savvy line, where the savvy small vessel pta and maxi ld products are assembled shows a 100% visual inspection and leakage test to the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The sterile lot number of the smart stent is unknown, therefore, a device history report review could not be performed. The reported customer complaint of body/shaft separated and withdrawal difficulty was confirmed through failure analysis. Review of the information provided and the analysis of the device suggest that lesion characteristics (in-stent restenosis) and procedural factors may have contributed to the reported events. There is no indication in the analysis, the device history report review or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. Restenosis is a known potential adverse event associated with implant peripheral artery stents. With the limited information provided regarding the patient's medical history and the vessel/lesion characteristics it is not possible to determine what factors may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00197 and 9616099-2012-00198.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Concomitant products: 4f 12cm sheath from st jude medical, sv-5 wire, sterling balloon. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2012-00197 and 9616099-2012-00198.